Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (30 mg/ml at 16 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient felt that they were not getting pain relief. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The doctor tried to aspirate the catheter in the operating room but could not. A full catheter replacement surgery was performed, on (B)(6) 2019, but the doctor could not get the catheter out of the spine so it was tied off in the pocket. Only a small portion was removed and the issue resolved. The catheter was discarded by the customer. The pump was also replaced as it was at end of life.